Event description:
It was reported that this patient's right shoulder was revised approximately 6 years 7 months post initial operation. Patient's glenoid was loose and was revised to a hemi. Patient was last known to be in stable condition following the event

Manufacturer narrative:
D10 concomitants: (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm; (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere; (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0; (B)(6), 320-15-05 - eq rev locking screw; (B)(6), 320-20-00 - eq reverse torque defining screw kit; (B)(6), 320-20-22 - eq rev compress sc. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The revision reported may be the result of the glenoid loosening as reported. However, the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. H6: corrected health effect, component, and investigation clinical codes.